Manufacturer narrative:
Evaluation codes, results: stroke/tia.

Event description:
A 3.0 mm diameter x 18 mm length endeavor drug-eluting coronary stent delivery system was inserted into a pt for the treatment of an unknown lesion. Lesion morphology was not reported. Initial implant information was not reported. Approximately four years post initial stent implant, the pt had an acute onset of a headache located in the right posterior head. Had positive photophobia and complained of left arm and leg weakness as well as left body decreased sensation. Ems was called and pt was admitted to hospital. Head CT was negative. The pt had brain attack MRI which revealed tiny sub-acute infarct in his right cerebellar peduncle. Mra angiography was normal. The pt received and IV. The pt was discharged three days later with some very mild deficits on the left side. Home health was scheduled. The investigator assessed the event was not related to the device, drug or index procedure.